Manufacturer narrative:
Initial reporter: journal article authors include s.t. Goudie*, s. Patil, j.t. Patton, and j.f. Keating. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history review was unable to be performed, as the part number and lot number are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). (B)(6) it is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. (B)(6) et al., outcomes following osteosynthesis of periprosthetic hip fractures around cemented tapered polished stems, injury (2017), http://dx.doi.org/10.1016/j.injury.2017.07.017 - (B)(4).

Event description:
It was reported that information was received based on review of a journal article titled, "outcomes following osteosynthesis of periprosthetic hip fractures around cemented tapered polished stems.' It was reported that 4 cases in the group that developed post-operative infection died within 10 months of primary fixation.